Event description:
The customer called to report that insulin leaked from the reservoir. The customer stated that she also experienced high blood glucose levels. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.